Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the shaft. Here we found unknown deposits on the jaw parts. Additionally we made a visual inspection of the cartridge. Here we found a broken off tip and a deformation. Furthermore we made a visual inspection of the fracture surface. The root cause of the problem is most probably maintenance and usage related. According to the quality standard, a material defect, production/design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. Due to the analysis of the quality assurance department, the instrument is no longer according to specificaiton. Additionally the maintenance was not implemented by the customer. We assume these causes as the causal factors. There is also the possibility that the broken tip was caused during the application or caused as an assembly error or rather by dismantling. Furthermore, there is the possibility that the deformation of the cartridge were caused by a thermal reprocessing. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the clip was blocked and the clip fell into the patient. The clip was removed from the patient's body with no consequences. Components in use listed as concomitant devices are: pl572t / ligature clip 12 mag.= 144 pcs. Pl522r / shaft compl.d:5mm l:310mm. Pl520r / challenger ti-p handle.